Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058, serial # (B)(4) showed no significant anomalies and passed final functional testing. It was noted that the device was subjected to a series of standard tests that included but not limited to visual inspection, output, telemetry testing, and functional testing. Foreign material (suspected body fluids) was seen in the connector port. Good, stable output was seen on all electrode pairs the ins had when received. Analysis of lead model 3889-33, lot #va1la04 showed the outer insulation was twisted and all conductors were broken approximately 28 cm from the proximal end due to suspected overstress/damage. The distal end of the lead was not returned. The lead device was subjected to a series of standard tests that included but not limited to visual inspection and electrical testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 26-oct-2021, UDI#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient never had comfort at the ins pocket site. When the physician checked the impedances with the clinician programmer on the lead, they were all >4000 ohms. There was no reading on the integrity of the battery. As a patient factor that may have led to the issue, it was noted that the patient did have a fall a few months back but could not remember when. When the surgeon removed the battery, it was noted that the lead was twisted and coiled. It was reported that they were not sure what caused the lead to coil the way it did. The physician was also concerned about the internal workings of the battery as ¿it looked almost rusted internally¿. The ins was replaced. The issue was reported as resolved. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.